Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded discrepant pt/inr results on a pt when compared to the lab instrument. Customer did not provide the results from their lab instrument. I-stat: pt/inr: 16.8/1.4; time: 15:42. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). On (B)(6) 2012 the incident was identified and linked to an investigation was completed on (B)(6) 2012 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.